Manufacturer narrative:
The customer is unable to provide further information about the power settings or use of the device beyond what was descibed. The customer's complaint was confirmed through pictured provided and through product return. However, due to lack of information provided we were unable to determine root cause. This is first complaint we have received of 63,375 units we have sold. This is an isolated event. This can be seen as the final report unless additional information is provided that alleges additional patient involvement or a need for corrective action.

Event description:
The customer alleged that the insulation failed on the electrode and caused a burn to the patient.

Manufacturer narrative:
End user gave the following information about use of the device on 8/29/2022: electrode was used with a pencil from shuyou, ref #(B)(4). This was the first use of the device, out of the pouch. No inspection was documented. The original electrode received with the pencil was used when the es39 had issue. No eschar was present, and the patient was grounded with a grounding pad. There was: no break in-two of instrument, no delay in treatment, no death or serious injury to patient, no medical intervention, no instrument stress. Additional information was requested regarding power setting and the device is being returned for evaluation. A follow up report will be submitted after additional information is received or the device is evaluated. This is the first complaint recorded for this occurrence.